Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device photo analysis: visual analysis of the photographs a device appears to be intact, has pinkish biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Physician has reported "capsular contracture - baker grade IV" ultrasound has identified and device fold. Device has been explanted. This relates to the right side.

Manufacturer narrative:
A2. (B)(6) 1962. Device evaluation: analysis of the returned device identified: weight to spec. A visual and microscopic analysis was performed which identified: opening crease sharp on radius, stress marks, crease fold and wear abrasion. Based on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening.

Event description:
Health professional has reported right side "capsular contracture baker grade IV" ultrasound has identified and device fold. Device has been explanted.